Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It reported that the patient's implantable neurostimulator (ins) reached elective replacement indicator (eri). It was noted that the patient has fallen but none are related to the eri. It was also noted that the eri seemed a little early according to the longevity estimate; based on the patient's settings eri should occur after 2.4 years. The patient also confirmed that no previous high settings were used in her programming and there were no shorts that were reprogrammed around. It was later reported by a manufacturer representative (rep) that the patient will get their implantable neurostimulator (ins) replaced, but the surgery has not been scheduled. No symptoms were reported.

Manufacturer narrative:
Upon review of the additional information received, it was determined that eval code-conclusion no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that the implantable neurostimulator (ins) was explanted due to pre-mature depletion as the device reached elective replacement indicator (eri) at 20 months; eri was estimated at 28 months. It was also noted that there were therapeutic impedance values of 1200 ohms. There was no known impact or consequence to the patient.

Manufacturer narrative:
Device analysis of the ins 37603 activa scx neurostimulator, s/n (B)(4), found that the ins battery longevity was not met due to an unknown cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.